Event description:
It was reported that after ablating a focal left atrial tachycardia in the left atrium, it was being observed to confirm that the tachycardia trigger was not just temporarily stunned during ablation. After about 20 minutes, the patient¿s blood pressure began to drop and an echo was performed that confirmed a small pericardial effusion. A pericardiocentesis was performed and 140cc of fluid was extracted. The patient stabilized and stayed overnight for observation and was discharged the following day. The physician¿s opinion regarding the causality of the perforation/tamponade may have happened during mapping or ablating near left-sided pulmonary veins/roof of left atrium. The user experienced difficulty to maintain stability near junction of left atrial roof and left superior pulmonary vein.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 (10399); stockert (st-2370). (B)(4).